Event description:
The healthcare professional (hcp) reported the patient had a magnetic resonance imaging (MRI) on (B)(6) 2016. They didn't know they had a neurostimulator because the patient checked no and wrote it in manually down below. The MRI was 1.5t, open bore, lumbar spine. The hcp called the patient to check on them and they were fine. They mentioned that the patient felt warmth during the MRI but went on to state that everyone does. Indication for use was urinary dysfunction/sacral nerve stimulation.

Event description:
Additional information from a healthcare professional (hcp) reported they had no new information other than already provided. It was noted they did called the patient back and said if the patient has issues to call her healthcare professional (hcp) and the patient stated she would. Pt did not mention any concern nor has the hcp heard anything else.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.